Manufacturer narrative:
Product ID, 3889-28 lot# v732123, implanted: 2011 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient had the implantable neurostimulator (ins) explanted in (B)(6) 2012 due to the ins was causing severe pain. The pain started from the stomach to the leg. It was later reported that patient had multiple sclerosis (ms) and she needed magnetic resonance imaging (MRI), but it caused "burning and problems." Then the patient had the device removed but she was still having burning pain in her vagina. The gynecologist suspected that the pain was due to an infection or patient just needed time to heal. It was reported the next day that patient had acute pain in vaginal area and back problems. The patient also had this issue when she still had the stimulator. She was originally implanted for urgency frequency. The pain was intermittent, and patient was prescribed with oxycodone every 4 hours for pain control. When patient was in rehabilitation, she had pain and temperature. Then they did a computational tomography (CT) scan and other tests to see if patient had urinary tract infection (uti) since patient had one before. The results showed that patient did not have uti and there were no issues found to be the cause of the pain. The health care professional suspected since patient had the device for a year, that the ins was causing the pain. A second CT scan was done after the device was explanted regarding the patient's lower vaginal pain. The health care professional prescribed pain medication for pain control. The patient was informed no MRI when she wanted to check for new lesions of the brain, and this happened before the device was explanted. The patient had an appointment to see her doctor on (B)(6) 2012 but she had to cancel it because, she was in too much pain. She went to see the doctor on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.